Event description:
It was reported to philips that the system generated a remote alert regarding a host-pc memory issue during runtime. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system generated a remote alert regarding a host-pc memory issue during runtime. Upon troubleshooting, the customer confirmed that there was no issue during use. No further information regarding the issue has been provided. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.